Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr replaced front panel and tested the vent but received "vent inop" alarm. A replacement main printed circuit board assembly (pcba) has been ordered and upon receipt of the replacement component, the evaluation and repair will be completed. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touchscreen was frozen. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component a vela main printed circuit board assembly (pcba) and performed a failure investigation. The reported issue was unable to be confirmed or duplicated in the laboratory setting. The root cause of the reported issue revealed no fault was found.